Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total gastrectomy. During the second firing the surgeon slightly articulated the jaws to the left and started firing but it stopped halfway. The surgeon was able to retract the knife and remove the device from the tissue. The case was completed using a new reload. No patient injury.